Manufacturer narrative:
(B)(4). One ampere rf generator was received. No abnormalities with regards to the displayed settings were seen during rf application. Images of the ablation sessions were returned by the customer and the generator logs aligned with these values. No anomalies were identified in the entries and the generator was able to perform as expected when the settings were matched with the event date information. At no time during investigation was the generator output deemed insufficient. Based on the information provided to st. Jude medical and the investigation performed, the cause for the reported patient burn remains unknown and no hardware faults were observed. A review of the device history record was completed and confirmed no nonconformances were identified related to the reported event and manufacturing requirements were met prior to shipment. Per the IFU, a skin burn caused by electrical current is a potential risk with the use of this device.

Event description:
Following an atrial flutter ablation using an ampere rf generator, a patient burn was noted. An atrial flutter ablation was completed without issues. Upon removing the non-sjm rf ground pad from the patient¿s right upper outer thigh, a nickel sized burn with fluid was noted. There were no performance issues noted with any sjm device used. The burn is healing well and being treated at an outpatient clinic.